Manufacturer narrative:
D4: serial number and lot number have been updated. H6: fdm b17 and fdr c20 codes no longer apply. H3: analysis results were not available as of the date of this report. A supplemental report will be submitted when the analysis is complete. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial number#: (B)(6) , lot number: 221895810. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the event occurred during setup. There was no visual and/or audible indicators that alerted the user of the issue. The procedure was completed with the old backup device. There was no patient impact.

Manufacturer narrative:
Annex g code for pli 20 patient interface serial number (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: it was found in the analysis report that there was no malfunction in the devices. H6: fdm b21, fdr c21, and fdc d16 codes no longer apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that while using the nim console and patient interface wired two weeks ago, they were getting the check electrodes screen spinning error during surgery. It was unable to connect, and the user were having troubles in stimulating. Resource nurse did multiple system restarts, and used new probes but the system still did not function. There was no known patient impact.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cpb1, product description: patient interface nim4cpb1 nim 4.0, serial/lot number#: unknown additional code: annex g code for patient interface is g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.